Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v289339, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
(B)(4): it was reported the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2014 due to longevity and the battery went dead. It was noted with the patient's old ins their symptoms were controlled. It was later reported on 2014-02-20 the battery depletion was considered normal. It was later reported on 2014-06-13 that the patient underwent an exchange of their implantable neurostimulator (ins) on (B)(6) 2014 because they had urinary retention. It was noted the patient did not see much effect afterwards.no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. The patient was indicated for urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available. Omitted information related to (B)(4), no stim/loss of effect.